Event description:
The customer reported that the monoblock maxiplus 3000 failed and there was no image on the system. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the monoblock, kv, ma, and collimator calibrators. The system operates as intended.